Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damage or defects were found that would cause a failure to deliver insulin. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed during the device inspection that would cause bleeding or bruising at the infusion site.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels ranged from 250 mg/dl to 300 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the cannula was dislodging from the infusion site, causing the pod to leak as well. Bleeding and bruising at the site was also reported. As treatment, a new pod was applied.